Manufacturer narrative:
A review of mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report that a pt's precision system was explanted due to skin erosion was received. The pt had lost and gained weight multiple times, making the stimulation erode through the skin.